Manufacturer narrative:
Correction: on initial MDR the implant date of (B)(6) 2022 was an error. It should have been (B)(6) 2023 on the original MDR. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information stated that patient's right eye was involved. In surgeon's opinion, patient was originally thought to be post myopic lasik and in retrospect was post hyperopic lasik and surgeon believed that company iol did not work well with a post hyperopic cornea causing poor best corrected visual acuity. Patient's issues had been resolved.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision, the clinical reason was inadequate best corrected visual acuity. The iol was explanted and exchanged in a secondary procedure for monofocal lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).